Event description:
It was reported that the 9800 system had a communication error and a collimator error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, controller board, batteries, power cord, and ps1 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.